Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the c02 tank interface to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers. Field h4 device manufacture date is not available.

Event description:
It was reported that after a da vinci-assisted surgical procedure, operating room staff called the technical support engineer (tse) near the end of the day to report that one connector for the co2 tank was broken, and it was noted that the remaining connector still worked but only allowed connection of a single co2 tank at a time. There was no patient involvement.